Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving plum set, clave secondary port, clave y-site, secure lock, 103 inch that the items with particulate matter in the drip chamber, particulate matter on the tip of the drip chamber there was no patient involvement and harm.